Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped on a bus, resulting in a cracked screen and an unresponsive touchscreen, after which the user transitioned to multiple daily injections; a replacement device was arranged and the user was instructed on shutdown and data-sync steps. Symptoms included hyperglycemia. Outcomes included the use of backup insulin therapy and no medical intervention or ketone testing. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed physical damage to the display/touch interface consistent with accidental impact, with no device alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.